Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenotic, de novo lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 6atms for "just a few seconds" and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)